Manufacturer narrative:
A ge service rep performed an onsite investigation. The service rep replaced the generator driver printed circuit board and verified the 15vdc circuit voltage. The system was tested and found to be working as intended and put back in service.

Event description:
The customer reported that the system would display an ad channel 15 failed error message. No pt injury was reported.